Event description:
Rptr performed back-to-back tests resulting in blood glucose readings of 111, 136 and 200 mg/dl. Rptr also had a meter to lab test done but cannot recall results. Rptr was using expired teststrips and control solution that had expired 12/97.